Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had various issues. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse fitted a new mains cable reel to the iabp unit. The mains reel had been supplied by the customer and the fse noted that a new mains reel is to be delivered to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2022-00677.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2022-00677. Revert all sections to blank : a. Patient information b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.